Event description:
Received information that the 840 ventilator was removed from the patient due to a malfunction. The patient was not harmed or injured as a result of the event. The customer reported that he will replace the power supply. Covidien was not authorized to service the device.